Event description:
Found during testing. According to the reporter, the device intermittently would not respond to keypresses except for the on/off button and the monitor screen would lose the display. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that some keypad switches were intermittently inoperable. Physio replaced the user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returning to the customer for use.